Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Also reported under mw5112216. It was reported that a patient died, after being discharged following cardiomems implant procedure, on the same day as implant. The implant procedure occurred without incident and the patient had been discharged the same day. The patient's healthcare provider has stated they do not believe that the death was related to the implant procedure however no autopsy was performed and the cause of death is unknown.